Event description:
It was reported that the user experienced difficulty pairing a dexcom g7 continuous glucose monitor (cgm) sensor with the pump while continuing to receive glucose readings in the dexcom g7 app; troubleshooting identified an incorrect pairing code entered into the pump, and pairing was completed after correction. No adverse clinical symptoms reported. Outcomes included temporary interruption of automated dosing and loss of cgm-to-pump connectivity. User support included user-guided troubleshooting and education. Investigation of this case revealed user error related to an incorrect sensor pairing code, with no device hardware or software malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error.

Manufacturer narrative:
Initial.